Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had spi to motor pic communication error. Customer's blood glucose level was 228 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer not able to complete rewind. Customer reports the drive support cap appears normal. Customer reports they were unable to perform self-test. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was dropped. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power without a low battery warning. The device will be returned for analysis.